Manufacturer narrative:
(B)(6). Results: a sample was returned for evaluation that showed the customers defect. Visual inspection of the photos confirmed foreign matter on or embedded in the product. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4111634. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that there was a red foreign matter on the 23 g x .75 in bd vacutainer® winged safety pbbcs with 7 in tubing and luer adapter. The initial reporter asked that they be removed and replaced. No patient contact was made.